Manufacturer narrative:
The handswitch was returned to the manufacturer for analysis (kit svc o2 bi71000194 switch xray hand, lot: rev. A). Through functional testing, visual physical examination, and performance testing, the reported issue could not be confirmed. Here was no failure found with this component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: kit svc o2 bi71000194 switch xray hand, rev. A. A manufacturer representative went to the site to test the equipment. It was reported that the dead-man button on the hand switch for 3d and boost was not working. The hand-switch was replaced. The imaging system then passed the system checkout and was found to be fully functional. The hand-switch was returned for analysis, results were not yet available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thor acolumbar spinal fusion procedure, the site attempted to take a 3d spin it the system stated preparing for spin and then timed out and didn't take the spin. They switched to another imaging system and proceeded with the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.